Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to display 1861 error code message on power up. The cause of the customer reported problem was a defective motor. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the motor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that device had an error code 1861. The event occurred during testing. There was no delay in therapy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.